Event description:
During a CT aorta angiogram on (B)(6) female inpatient, 20-30 mls of optiray 300 was infiltrated. A 4mls per second, IV cannula-pink, in the left hand was used. The patient was treated with a cold compress in the department. The ward staff was notified and the patient was reviewed by the medical team - including the tissue viability nurse, plastics team, and dermatology team. The patient was observed for 2 weeks in the hospital. No error codes given by injector. The staff reports the patient was difficult to cannulate.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.